Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported broken sensor wire cannot be confirmed. Reportedly the patient wore the sensor from (B)(6) 2015 through (B)(6) 2015, and removed the transmitter prior to removing the sensor pod. It should be noted that the dexcom user's guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. Additionally, it states: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, a root cause cannot be determined for the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire broke and a portion remained in the patient's skin, and a portion remained on the sensor pod. The patient had removed the transmitter prior to removing the sensor. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.